Manufacturer narrative:
Concomitant medical products: 452453 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two falls, syncope, dizziness, asystole and bradycardia. It was noted that their left jaw was dislocated and swollen. Multiple hematomas were additionally found. The cardiac resynchronization therapy pacemaker (crt-p) exhibited early battery depletion, no output and inability to establish telemetry. A temporary lead was placed. The device was emergently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Battery analysis found no evidence of an internal mechanism for premature depletion. No problems were found with the battery. If information is provided in the future, a supplemental report will be issued.